Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the jack was drifting. There was no patient involvement.

Manufacturer narrative:
The device was not evaluated as it was not made accessible by the customer. : device not made available by customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the jack was drifting. There was no patient involvement.